Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The high energy shock impedance was 111 ohms, which is high but within normal limits. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services advised some testing options. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.